Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient had sharp pain in the vaginal area. Patient stated they had been pressing the blue buttons on the left hand side to turn on and off the programmer. Patient verified stimulation was on at 4.7, which was too strong so they decreased it to 4.6 where it was comfortable sitting, standing, and walking. Patient did not feel the sharp pain in vaginal area at that time, and mentioned the sharp pain was more when they were walking. It was noted patient had a return of symptoms and that they were urinating all the time and having to wear pads and had leakage. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had problems with their device not working correctly. They stated they did not know what was wrong with the device and they had to wear pads all the time for at least 4 months. It was noted that the patient was to seeing their healthcare professional (hcp) about the device issue on (B)(6) 2018 and mentioned a technician was to be present to check the device. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a return of symptoms and was going to the bathroom constantly and using pads again. The patient had already tried increasing stimulation, but did not have the patient programmer (pp) with them at the time of the call. The issue was reported to have been sudden in nature. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.